Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Section d4: lot number details were not received from customer. Section d4: date of expiration details were not received from customer. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. H4: date of manufacturing was not received from customer. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the tubing of bc191-05 flexitrunk infant nasal tubing has came off from the circuit. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: UDI details are not provided by the healthcare facility. Section d4: lot number details were not received from customer. Sectiond4: date of expiration details were not received from customer. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. H4: date of manufacturing was not received from customer. Method: the subject device bc191-05 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p). Our investigation is thus based on the limited information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the tubing of two bc191-05 flexitrunk infant nasal tubing came off from the circuit. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. As part of the manufacturing process, each flexitrunk infant nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the bc191-05 flexitrunk nasal tubing.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that the tubing of two bc191-05 flexitrunk infant nasal tubing has came off from the circuit. There was no patient consequence.